Event description:
Advocate stated her daughter received a blood glucose reading of 339mg/dl at 8:30am from the contour next link. Her insulin pump dispensed a bolus accordingly. At 9:19am she received a reading of 112mg/dl. She became unconscious and was taken to the hospital. She was given glucose IV, and regained consciousness. Customer had no strips left to return for evaluation. A new meter was sent to her.